Manufacturer narrative:
(B)(4). Device history record (DHR) was reviewed and found completely without any irregularities, this instrument was produced at the tecomet , lnc. (B)(4) facility in january of 2016 as part of a 50pc. Lot. Since the instrument was not returned for evaluation and pictures were not provided we are unable to validate this complaint or determine root cause at this time. All instruments are thoroughly inspected and function tested at time of manufacture.

Event description:
Alleged event: the applier remained locked on the closed clip that had been placed on the vessel. Due to the inability to remove the clamp, the surgeon cut the cystic channel on each side of the clip. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier remained locked on the closed clip that had been placed on the vessel. Due to the inability to remove the clamp, the surgeon cut the cystic channel on each side of the clip. The patient's condition was reported as fine.